Event description:
It was reported that, pt was complaining of pain and had elevated cobalt-chromium levels. Rejuvenate stem trunnion and head were explanted. Liner and cup were then removed uneventfully. Reimplantation was then initiated and completed in a timely manner with revision components.

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the hospital and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR# 2249697-2012-00966.